Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was evaluated on site by the hospital engineer who successfully performed an arps, pressure, and rotors system self-test (stt). The machine was tested via saline therapy; and the alarm could not be replicated. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax control unit, ¿post turn, access pressure alarms" were generated, and air was observed in the circuit. The treatment was ended, and the extracorporeal (ec) blood was not returned to the patient. It was further reported two circuits of ec blood were lost within 12 hours with a blood loss of 200 cc. There was no report of patient injury or medical intervention associated with this event. No additional information is available.